Event description:
Suction would not release during I/a, but there was no posterior capsule tear because they handled it very carefully. Additional info received in 2005 noted capsule was caught in I/a tip, and a capsulorrhexis of posterior capsule was done. No intervention (anterior vitrectomy) needed.